Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial (B)(6) . Product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that controller was blank and unresponsive. Patient had let the controller charge for hours but it would not do anything. Patient noted the controller was not working at all for it was not turning on. Patient called their representative who said to call patient services for a replacement. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller did not turn on. The green light was on the ac power supply was turned on. Patient put 2 aa batteries in the controller and the controller still did not power up. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they got the replacement controller, but when they tried to charge their implantable neurostimulator (ins), pt said they got something about replacing the batteries. During the call, pt got the "install [manufacturer] battery pack" screen. Pt took the li battery pack out of their old controller and installed it in their replacement controller and got the no device found screen. Pt confirmed the controller was charging. Pt pressed recharge, but the controller batteries were too low. Patient services specialist(pss) suggested the pt charge the controller and then charge the ins.